Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2022. Computed tomography (CT) images were reviewed and showed the hydrogel entirely in the prostate, towards the apex. It did not seem to show any lift at all and there was no hydrogel present at the base. There was clear evidence of venous uptake where the hydrogel permeated the intraprostatic venous space in the mid/apex and then occupied venous spaces towards mid gland and base laterally and antero-lateral. The patient is asymptomatic. At this time, boston scientific has been unable to obtain additional details despite good faith efforts (gfes).